Manufacturer narrative:
A4: patient weight was requested multiple times, but not provided. F9: approximate age of device -- 4 years, 4 months.

Manufacturer narrative:
Approximate age of device. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead (driveline) was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad produced low flow alarms the night of (B)(6) 2019 while on the power module. System controller history interrogation performed by the lvad clinician revealed pump stoppages and low flows. The lvad clinician reported that this presentation was consistent with short to shield damage. The patient was asymptomatic. Reportedly, the patient had not had a significant change in weight over the prior 18 months. The lvad was placed on an ungrounded patient cable in clinic. No events occurred on ungrounded patient cable with the patient performing body movements. One ungrounded patient cable was requested for the patient. Review of the submitted log file by technical services confirmed the pump stoppages and lvad speed drops greater than 200 rpms on (B)(6) 2019. These issues only occurred while the lvad was connected to the power module. This appeared to be a short to shield. Submitted x-rays were also reviewed by technical services and potentially showed a bit of wear and tear at the percutaneous lead (driveline) distal end bend relief. On 07feb2019 technical services representatives arrived onsite. The lvad was placed on a regular grounded patient cable and the patient performed body movements. When the patient leaned forward while standing, the red heart alarm and pump stoppage was produced. Per technical services, the potential conductor damage appeared to be positional and possibly internal. At the lvad clinician¿s request, technical service representatives performed a distal end percutaneous lead (driveline) replacement beginning approximately 3 inches from the driveline skin exit site. Post replacement all tests passed. The lvad was tethered on a grounded patient cable, with the patient performing the same body movements, without issue. Approximately 3 hours post replacement, the lvad clinician reported additional red heart alarms occurred while tethered on grounded patient cable which suggested potential conductor damage internal and positional. No further information was provided.

Manufacturer narrative:
Device manufacture date: additional information. Investigation summary: the report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 13 days of data, spanning from (B)(6) 2019 02:14 to (B)(6) 2019 13:12, which captured low flow alarms, where the calculated flow was captured as 2.4 lpm or lower, and numerous low-speed and pump stop events. Pump power, flow, and pi ranged from 0-24.2 watts, 0-12.0 lpm, and 0.6-9.7, respectively. The low-speed and pump stop events captured in the log file appeared to occur while the patient was supported by the patient cable and power module. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A specific cause for the observed low flow alarms cannot be conclusively determined. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019 on wo 60033. Approximately 17¿ of the external portion/distal end of the driveline was returned. Extra portions of each wire were also returned. The silastic sleeve and bionate were removed, and examination of the shielding revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient continued to experience pump stop events while tethered to a grounded patient cable. Multiple requests for additional information were sent to the customer. The patient was issued an ungrounded patient cable and remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on the event.